Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 54 cm. A distal portion was received measuring 54 cm. The full lead was returned in segments, analyzed and it was observed that the set screw marks on the is-1 connector pin were too proximal. The analyst noted that this is not an out of specification condition.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to an apparent fracture. The lead remains in use but a replacement is planned. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event. (B)(4) - it was reported that the lead was exhibiting high impedances. The lead was explanted and replaced. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Continuation: d354trg implantable cardioverter defibrillator (ICD) 2013-(B)(6), 41947 implantable pacing lead 2013-(B)(6), s53 competitor implantable pacing lead 2013-(B)(6). (B)(4).